Event description:
The facility reported an overinfusion of insulin during transport to another facility resulting in medical intervention of dextrose 50% 3 to 4 ampules being given. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.